Event description:
During a surgical operation the anesthesiologist began to have issues with the anesthesia machine. During some point in the middle of the case he noticed a small banner appeared on the screen that said to "turn on your flows." He immediately checked and ensured his oxygen flow was on. Oxygen flow for the anesthesia machine is vital, so he was surprised that a loud audible alarm did not accompany the message if something was not reading correctly. In addition, toward the end of the case a portion of the monitor screen that displays data with the electronic flowmeters went back and showed no readings.